Event description:
It was reported the patient had syncope. Upon device interrogation it was found there was a lead polarity switch from bipolar to unipolar and the device was intermittently not pacing or capturing. During a revision, when the device was connected to a new lead and in pacing mode vvi there were pauses noted and there was concern the device may be malfunctioning. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found. (B)(4) - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was high resistance/impedance and save to disk file (B)(4) data shows ventricular lead alert time equal to (B)(6) 2012, 3:28 pm. Ventricular impedance at implant equal to 838 ohms. Ventricular lifetime impedance max/min equal to 1212/357 ohms.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.